Event description:
One falsely depressed creatinine (enzymatic, ecre_2) test result was obtained on one patient sample from an advia 1800 chemistry system. The initial discordant result was reported to the physician(s). The sample was repeated on the same advia 1800 and a higher test result was obtained. The repeat test result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 test result.

Manufacturer narrative:
An outside the unites states customer contacted siemens to report that one falsely depressed creatinine (enzymatic, ecre_2) test result was obtained on one patient sample from an advia 1800 chemistry system. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse reviewed the available data, including the reaction monitor, and found that the spectrophometer lamp was producing unusual readings. The cse replaced the lamp, ran a lamp energy check, then the cell blank and repeated several patient samples with acceptable results. Siemens is investigating.

Manufacturer narrative:
The initial MDR was filed on 02-nov-2022. Additional information (09-nov-2022): siemens reviewed the available information and concludes that system verification testing was completed with acceptable results after the spectrophometer lamp was replaced. The cause of the falsely depressed creatinine (enzymatic, ecre_2) test result was the spectrophometer lamp. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.